Manufacturer narrative:
One sample was returned for evaluation. During testing there was air leakage observed coming from the inner diameter (ID) of the shaft when air applied to the airway valve. Based on sample review, the process of nothing the airway, inserting the teflon tubing and then applying adhesive to the neckstrap and airway presents multiple opportunities for the teflon tubing to penetrate the ID of the shaft. Since a blockage was discovered in one of the assemblies during production, it can be inferred that the operator addressed this issue during rework process. Since the part passed the leakage test at both station 4 during manufacturing and again at quality control (post rework) it can be determined that at this point the product was functioning correctly. It is possible that if additional inspection of the component occurred following the leak test, the teflong tube may have been inadvertently shifted and penetrated the ID of the shaft. The exact circumstances of how the teflon tube penetrated the ID of the shaft cannot conclusively be determined.

Manufacturer narrative:
Smiths medical has received the product sample. A full investigation is anticipated, but not yet begun as the product is in transit to its investigation site. Once the device sample has been investigated, the manufacturer will file a follow-up report detailing the results.

Event description:
The user facility reported that while attempting to suction a patient's tracheostomy tube, the cuff was observed leaking sterile water into the tracheostomy tube shaft. The patient reportedly started choking from the leak, and required an emergent tracheostomy tube change. The leaking tracheostomy tube had not been reprocessed; it was the patient's initial use of the device, and was reportedly leak tested prior to intubation with no leaks found. A velcro tracheostomy tube holder was used to secure the tracheostomy tube in place.